Manufacturer narrative:
The impella device was not received from the customer as the pump stayed with the expired patient. Therefore, the investigation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient arrested at home, remained pulseless until arrival to emergency room. Return of spontaneous circulation was achieved, and the patient was taken to catheterization lab. Left anterior descending artery was found occluded. It was opened and stented. The impella cp was placed post this intervention. The patient then had pulseless electrical activity arrest. Cardiopulmonary resuscitation was performed for 20 minutes with multiple rounds of epinephrine. Return of systemic circulation was attained again. Echocardiogram showed the impella cp was placed across the mitral valve. The physician attempted to reposition the impella cp away from the mitral valve, but it was pulled into the aorta. The physician was unable to get back the impella cp into the ventricle. Impella cp was removed from the body. The ventricle was reassessed and the same impella cp was inserted using a v18 wire. After restarting the impella cp, the physician was concerned about the placement signal and motor current waveforms and low flow. The impella cp was removed and a new impella cp was inserted. The patient coded again immediately after placing the new pump and expired in the procedural area.